Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implant procedures,he has seen glistenings in iols placed elsewhere within the past few years. Additional information was requested.